Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced critical pump error. The customer's blood glucose value was 150 mg/dl. The customer stated that he was sleeping and got up to bolus and the pump went off. The customer stated that his pump flashed question mark and he cannot get it to quit. The customer reported red x on the screen. The product was returned for analysis.